Event description:
Rn, pa (registered nurse, physician's assistant) was using the device to harvest vein but when power was applied he observed a spark/flame at the end used to cauterize tissue. The device continued to smoke and he then asked for a replacement. The device was removed from the field and sequestered per protocol. There was no patient injury.